Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, product type: implantable neurostimulator. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed see also mfg. Report no. 3007566237-2016-01194.

Event description:
A health care professional (hcp) reported via a manufacturer representative that when moving an implanted device, a 20 cm extension was needed; however, when the hcp tried to connect the implanted lead to the extension, the lead would not fully go into the extension. The hcp tried unscrewing the screw, but after several attempts was not able to fully insert the lead. A second one was tried, and it went straight in. No symptoms were reported and the issue was noted as resolved. Follow-up was being conducted to determine the reason the device was being moved. If received, this event will be updated.

Event description:
Additional information received from the representative reported the hcp moved the ins because the original placement was in a position that when the consumer was seated, it was digging into her. So, the hcp moved the ins to a position a little higher to negate this problem. It was also noted that when the hcp tried to connect the lead to the first extension, she undid the screws but still could not get the lead into the extension. When the hcp connected the lead to the second extension the lead went straight in and an impedance test was done with all values within range. The representative followed up with the consumer and the problem seemed to be resolved and stimulation returned to where it was prior to the procedure. The consumer was noted to have two ins systems implanted.

Manufacturer narrative:
Analysis of the extension, model 37081, serial no. (B)(4), found no anomalies. It was observed that the setscrew was screwed down upon receipt of the extension. The setscrew was backed out and a known good lead was inserted into the extension without issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.